Event description:
It was reported that the patient was seen in the emergency room two weeks post-implant due to a deep vein thrombosis in their left arm. The patient was given medication and the thrombus resolved. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.